Event description:
A cartridge change error was reported by the customer, who was unable to load the cartridge onto the pump despite following troubleshooting steps with customer technical support. There was no adverse impact on the customer's blood glucose level. Customer service advised the customer to use a different cartridge from another box, which allowed the successful loading of the cartridge, and insulin delivery was resumed. No further action was required.